Manufacturer narrative:
The event date is approximate.

Event description:
The consumer alleged that their healthywhite power toothbrush caused their gum recession.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.